Event description:
The customer reported bleeding in the right groin. Product not returning. No additional information available.

Manufacturer narrative:
No product was provided for analysis, nor were any pictures provided by the customer. Multiple attempts were made to obtain information related to this case; however, no information was provided. No known device malfunction was reported. Its unknown how was the procedure completed or what caused bleeding in the right groin. DHR review is not possible as lot number is unknown. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. No corrections will be taken at this time as no allegations made against the device. This complaint is non-verifiable. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.